Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, a tiny black ring possibly made of plastic was allegedly found loose in the packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. A black plastic tip appeared be detached from the catheter shaft at the distal tip of the device. Due to the nature of the complaint, functional testing was not performed. Three photos were reviewed. One photo shows device labeling matching the information entered into track wise. Another photo shows the conquest device placed in a plastic cover. The other photo shows the tiny black ring completely detached from the catheter shaft which could be the distal tip of the device. Therefore, the investigation is confirmed for the reported detachment issue as the distal tip of the catheter shaft was noted to be detached. A definitive root cause for the reported tip detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, a tiny black ring possibly made of plastic was allegedly found loose in the packaging. The procedure was completed using another device. There was no patient contact.